Event description:
While processing plates on the osp using syringe the tech observed that the syringes were bent in such a way that caused them to improperly dispense fluid into the microwell. No error was generated by the osp. No death or serious injury was associated with this incident. This report corresponds to ortho-clinical diagnostics complaint number 31200390.